Manufacturer narrative:
A follow-up report ill be submitted upon completion of the investigation.

Event description:
The customer reported that the tidal volume is low. The customer reported that the unit was in use on patient , but there was no patient harm reported.